Event description:
Our hospital uses dialysis machines which have their own small built-in carbon filters. Due to the high chlorine content in our water, we have additional large portable carbon tanks attached to the dialysis machines through which the water is filtered. The tanks are serviced and supplied by mar cor as are the hoses that attach to the water source and the filter. On the day in question, the tanks had been changed out, and the water hoses erroneously reattached so that the water source was hooked directly to the dialysis machine and the carbon filters were completely bypassed. We are not the only hospital in this area that is using this system to filter the water, and the purpose of the report is to alert other hospitals of this potential, and to suggest design changes so that the hoses and hook ups are color coordinated or somehow differentiated.